Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer follow up with the explanting hospital revealed the explanted vns lead was not able to be located. Attempts for further information have been unsuccessful to date.

Event description:
Reporter indicated a vns lead "was bad" during a generator replacement surgery which occurred on (B)(6) 2001. The patient later had lead replacement surgery performed on (B)(6) 2002. Manufacturer review of vns programming history noted high lead impedance was obtained on (B)(6) 2001 with the implanted model 100 generator, and also with the new model 101 generator when it was attached to the resident lead. The last normal diagnostics were on (B)(6) 2001. The high lead impedance resolved on (B)(6) 2002 when the lead was replaced. As the lead pin reinsertion into the new generator did not resolve the high impedance, a lead fracture is suspected as a lead pin issue had been ruled out. Attempts for further information and possible return of the explanted lead are in progress.